Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found there was a degraded ise dilution cup with minor pits/scratches. He replaced the dilution cup and performed successful ise checks, calibration, qc, and precision. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of a questionable sodium result from the cobas pro ise analytical unit. The initial result was 152 mmol/l, and the repeat result from another analyzer was 138 mmol/l. The repeat result was believed to be correct.